Event description:
An attempt was made to use an endeavor resolute drug eluting coronary stent in a patient. The target lesion, located in the lad exhibited 50-70% stenosis. However, it was reported that during the surgery, the stent was deformed and partially dislodged from the delivery system. The physician withdrew the device with the stent and changed another product to complete the surgery. No patient injury occurred and no clinical sequelae were reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results, conclusion: 50-70% stenosis, stent deformation. (B)(4).